Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified no issues were noted with the unit handshake connections. An attempt was made to load a guidewire onto the plus unit using a test guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined and found the burr was misshapen and damaged. The annulus of the burr was not within specification. The exposed brass on the plated back half of the burr was within specification. The burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use (dfu) warns: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." The damage to the burr is consistent with the burr coming into contact with the wire; therefore, the root cause is user error. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00197. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the calcified right coronary artery (rca). The physician performed ablation with a 1.5mm rotalink plus burr and a 330cm floppy rotawire guide wire. The physician switched out the 1.5mm burr for a 1.75mm rotalink plus burr, during a rotational speed test outside of the patient, the guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.